Event description:
It was reported x-ray imaging confirmed migration of the t7 lead; despite the reported migration, the patient did not experience ineffective therapy at the t7 lead location. During surgical intervention on (B)(6) 2025, the t7 lead was replaced. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.